Event description:
It was reported that the customer received repeated failed battery alarms with five separate unexpired batteries. The customer was advised to discontinue use and revert to a back-up plan. He had previously called in for similar issues that were resolved with a battery change at the time. Customer's blood glucose was 70 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).